Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm fusiform abdominal aortic aneurysm approximately one year ago. The infrarenal neck angle was 75 degrees. The aortic neck was 24-26 mm in diameter and 19 mm long and the iliac arteries were mildly tortuous. The patient has a history of cad, arrhythmia, angina, and cardiac revascularization. The stent graft was implanted via the right side without issues. A proximal type I endoleak was noted at implant and corrected by ballooning. A type ii endoleak from the ima was also noted. At a CT scan one day post implant, one month post implant and six months ago showed a persistent type ii endoleak from the ima. The aaa was 5.47 cm in diameter six months ago. Approximately six weeks ago, the patient presented emergently with abdominal pain and distension. The gi unit performed successful decompression with a rigid sigmoidoscope; however, the patient had recurrent abdominal distension requiring repeated decompression. The patient developed signs of pulmonary edema with respiratory distress and a chest CT showed a leaking/ruptured aaa. The patient and family were informed and expressed the wish not to have any surgical intervention but received comfort measures. A contained rupture was confirmed by a CT without contrast approximately one month ago. The rupture was assessed by the investigator to be related to the device but unrelated to the procedure, and the persistent type ii endoleak was assessed to be unrelated to the device or procedure. The aneurysm rupture was secondary to the type ii endoleak. The patient eventually expired six days later and no autopsy was performed.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death, endoleak, rupture). Patient's condition affected effectiveness of device (type ii endoleak).